Event description:
Complainant alleged that while attempting to defibrillate a 60-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including bench handling and ECG stress testing using test ECG cables without duplicating the report. The device was recertified and returned to the customer. Review of the device log confirmed around six minutes after defib pads are attached, the lead view is switched to lead I and appeared to be accidental. The investigation is closed as incorrect ECG view selected on the device, as a complete evaluation of the device found no issue with its ability to read ECG leads or pads. Analysis of reports of this type has not identified an increase in trend.